Event description:
It was reported that the patient presented to the hospital for a follow-up on 30 jun 2022. During examination of lead, it was noted that the right ventricular (rv) lead had an insulation breach. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.